Manufacturer narrative:
Evaluation completed.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the customer placed the patient on the nkv-330 ventilator, and the device was auto-cycling despite multiple ventilator setting changes. The ventilator continued to ventilate the patient. There was no harm to the patient, who was placed on another ventilator.